Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received failed battery. It was reported that the customer tried different batteries but could not delete the alarm. No further information provided.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No failed battery test alarms were noted. The pump had a cracked reservoir tube lip.